Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -12.5/2.0/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length lens but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).